Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence and pelvic organ prolapse on (B)(6) 2011 and mesh was used. The patient experienced erosion, pain, infection, dyspareunia and other injuries following the procedure, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with anterior repair, and sacrospinous vault suspension. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. (B)(4) dyspareunia. (B)(4) conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary problems, bleeding, recurrence, dyspareunia vaginal scarring, vaginal hemorrhage, sexual incapacity and temporary catheter. It was reported the patient experienced exposed mesh and dyspareunia, she underwent excision of mesh and cystoscopy on (B)(6) 2012 and (B)(6) 2012. The patient also underwent mesh trimming on (B)(6) 2011 and (B)(6) 2011 due to exposed mesh and dyspareunia. No additional information was provided. (B)(4).